Event description:
The recipient_s hearing performance with the device is affected. Reportedly 4 channels are extra-cochlear on the right side. As per internal registration card, a complete insertion was achieved at implantation. The recipient has been re-implanted with a compressed array.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, the device did not provide sufficient benefit due to a migration of the active electrode out of cochlea, as confirmed by post-operative diagnostic imaging. The recipient was re-implanted with a shorter electrode. This is a final report.

Event description:
The recipients hearing performance with the device is affected. Reportedly 4 channels are extra-cochlear on the right side. As per internal registration card, a complete insertion was achieved at implantation. Re-implantation with a compressed electrode is considered.

Manufacturer narrative:
Conclusion: based on the received information from the field, the device did not provide sufficient benefit due to a migration of the active electrode out of cochlea, as confirmed by post-operative diagnostic imaging. Re-implantation surgery with a shorter electrode is considered. This is a combined initial and final report.